Event description:
It was reported that at 30,000 joules of use, the side-firing surgical fiber was observed to be forward firing. There was no injury reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.